Manufacturer narrative:
(B)(4) = "clinches teeth and can't open mouth" and "staring a hole through me".

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed multiple inaccurately high results compared to other meters, to the patient¿s feeling and to his dexcom continuous glucose monitor (cgm) system. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that the subject meter was obtained in (B)(6) 2017 and starting around (B)(6), the patient obtained readings which were ¿50-80 points off¿. She indicated that around (B)(6) 2017, the patient obtained an alleged inaccurately high blood glucose (bg) result of ¿160 mg/dl¿ compared to a result on his old freestyle lite meter of ¿102 mg/dl. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter also stated that the patient compared results on the subject meter to his dexcom cgm where the reported difference was around 30 mg/dl. The patient manages his diabetes with a daily dose of 45 units of lantus insulin and humalog insulin which he adjusts to cover what he eats. The reporter denied that the patient had made any changes to his usual diabetes regimen after obtaining the alleged inaccurate results. She reported that on one occasion, the patient ¿was staring a hole through me¿ as his bg was low. She also reported that when he has low bg, he sometimes ¿clinches his teeth and can¿t open his mouth¿ and can also be ¿shaky¿. The patient had obtained an alleged inaccurately high blood glucose result on the subject meter of ¿145 mg/dl¿ compared to ¿21 mg/dl¿ on the freestyle meter. The reporter stated that she administered a glucagon injection as treatment, and the patient¿s bg level was recorded at ¿61/62 mg/dl¿ within 10 minutes. The reporter also alleged than on another occasion, the patient¿s bg level was ¿186 mg/dl¿ when ¿it should be 40 mg/dl¿. And during a doctor¿s office visit, an alleged inaccurately high bg result was obtained on the subject meter of ¿389 mg/dl¿ compared to ¿235 mg/dl¿ on the doctor¿s meter and later, after insulin was administered, the comparison was ¿219 mg/dl versus 121 mg/dl¿. The reporter stated that the doctor had advised the patient to contact lfs. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure and the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The cca noted that the patient had used an approved sample site and the reporter described the correct testing steps. The patient/reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event which required third party intervention of a glucagon injection, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering insulin based on the results.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.